Event description:
It was reported that the pt was experiencing difficulty with communicating with the charger and programmer. It was determined that the ipg has flipped in the pocket. His physician was able to flip the ipg back into the correct position without the need for surgery. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.